Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis removed on (B)(6) 2018 due to device fluid loss. An ams700 21cm cx cylinder/pump and 100ml reservoir were implanted. No patient complications were reported in relation with this event.